Manufacturer narrative:
Model number/catalog number: sc-2316-50. Serial number: (B)(4). Batch/lot number: 17301917. Model/catalog description: infinion 16 lead kit 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patients leads had migrated and coverage was lost. The patient underwent a lead replacement procedure.